Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing a tortuous circumflex artery. While attempting to retract into the guide, the stent became dislodged. Pt went to surgery for removal. Pt status is listed as "okay".